Manufacturer narrative:
The 8mm permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint of 'the tip broke'. The instrument was found to have a broken main tube approximately 25mm from the distal tip. The component is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instrument excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe) on 06-nov-2025. The following additional information was provided: image shows a single site pch with the main tube broken at the interface with the tube adapter (tan component). There is not any obvious missing piece.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, permanent cautery hook (pch) instrument tip was broken. The customer used a backup instrument to continue with the procedure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive followed up with the nurse and obtained the following additional information: the tip of the pch was not detached or broken off.